Event description:
It was reported that the patient was presented to the ER after receiving inappropriate atp and hv therapy due to supraventricular tachycardia. Review of recorded episodes showed the device functioned as it was programmed. Recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.